Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down, ok, and back light buttons were unresponsive to user presses and the patient was unable to navigate through the verification screen. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 23-dec-2019 with the following findings: there was no damage to the keypad observed. During investigation, all keypad buttons responded to button presses appropriately. The keypad was removed; no damage was found to the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. There was corrosion observed in the battery compartment. Leak testing showed leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.